Manufacturer narrative:
Patient information is unknown. Event date: unknown. UDI: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: july 15, 2013. Expiry date: july 01, 2023. Article was sterilized by supplier (B)(4). There were no non-conformance report related to the complained issue of plate breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the plates in question were implanted for a lefort-1 osteotomy for maxillary hypo-growth surgery. The maxillary was moved to forward 7mm and downward 4mm. The gap was filled with born fragment, but the gap may have remained. The patient had lost a maxillary anterior tooth, which was replaced with a temporary tooth; therefore the biting force was not as strong. On (B)(6) the removal surgery was performed as scheduled. At that time, it was found that two plates were broken and an infection that also covered the non-broken plate area. The surgeon commented that the cause of the infection might be bad oral hygiene and broken plate. There was no delay in either surgery reported. This is report 2 of 3 for (B)(4).